Event description:
It was reported that during transport of the cardiosave intra-aortic balloon pump (iabp) unit that is used on lifestar helicopter, it is showing physical damage. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed physical damage to console. Replaced console cover and fill manifold. This corrected issue. Device passed functional and safety tests according to factory specifications. The helium reservoir were received for further national repair center (nrc) investigation. This part was received with a reported unit failure message of fill manifold leak tests failed. Performed visual inspection of this part received and part looks to bein good condition. The failure analysis and testing department could not verify the failure of fill manifold leak tests failed. The helium reservoir passed testing. Retaining the helium reservoir in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is showing physical damage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.